Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer performed a supply change resolving the occlusion. Customer's blood glucose level was 280-290 mg/dl.